Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
The patient had suffered in a pelvis and a comminuted femoral shaft fracture. In the initial surgery on (B)(6) the patient was treated with an s2 femoral nail, 2 screws distal, 1 screw proximal. No issues were noticed at the end of the initial surgery. In rehabilitation, an issue with the fixation was noticed. The x-ray showed that the proximal locking screw was placed outside of the nail. Thus, when load was applied, the nail was pushed out of the bone moving proximal. The surgeon decided to revise with a new nail on (B)(6). After the revision surgery, it was noticed that the bladder of the patient was punctured. At which point this occurred and why is unknown to me. The surgeon claims that the damage of the bladder was related to the revision surgery.

Manufacturer narrative:
The event description alleged the proximal locking screw to be the primary product. As no item was returned function and dimension could not be checked. The device history could not be reviewed because a lot-no was not provided. Contraindications, warnings and precautions and potential adverse effects are pointed out in the IFU: the operation technique presents the appropriate and required operation steps. Received instrumentation for targeting and placing the locking screw did pass the pre-operational functional test. Using all returned items with corresponding sample units ¿ such as nail, drill guide sleeve and drill ¿ it was confirmed that the target accuracy was still given in full. No deviation in targeting, explicitly missing the nail¿s drill hole, was verified. The drill passed all drill holes without contacting the nail. The functional test was performed with the assistance of the corresponding development personnel. Referring to the event description and considering the test results concluded that the event was mainly based in the intra-operative procedure. There are further various possibilities for misaligned drilling regarding the above mentioned event ¿ such as (but not limited to): ¿ the nail holding screw was not completely locked resp. Possibly loosened during nail insertion. So the nail is loose - mistargeting is possible. ¿ no use of drill with center tip / unfavorable bone contour. ¿ drilling without drill guiding sleeve. ¿ using blunt or damaged drill. ¿ high forces applied to the target device during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, target device and nail. ¿ accidental placement of the fixation screw in the cavity of the nail handle potentially reduced accuracy in guidance is usually found during functional check which is required per IFU. In case of any deviation it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it can be concluded that the event was mainly based in the intra-operative procedure. Further, there was no evidence that final check had been carried out per intensifier as requested in the IFU. While doing this the misplaced locking screw would have been determined prior to finalization of surgery. Adequate measures could have been taken within the surgery. A relationship between revision surgery and puncturing the bladder was nearly excluded by a hcp. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. A product related non-conformity was not identified. With available information a more precise statement was not possible from technical point of view. A medical review was not possible as to missing medical records. In case further relevant information or the item(s) should become available, we reserve the right to update the investigation and change the root cause. According to available information a deficiency of the locking screw was not verified.

Event description:
The patient had suffered in a pelvis and a comminuted femoral shaft fracture. In the initial surgery on (B)(6) the patient was treated with an s2 femoral nail, 2 screws distal, 1 screw proximal. No issues were noticed at the end of the initial surgery. In rehabilitation, an issue with the fixation was noticed. The x-ray showed that the proximal locking screw was placed outside of the nail. Thus, when load was applied, the nail was pushed out of the bone moving proximal. The surgeon decided to revise with a new nail on (B)(6). After the revision surgery, it was noticed that the bladder of the patient was punctured. At which point this occurred and why is unknown to me. The surgeon claims that the damage of the bladder was related to the revision surgery.